Event description:
It was reported that during a supply change the user did not observe priming drops at 135 units during the press-and-hold step, then removed the cartridge and observed insulin leakage into the pump chamber; the user performed multiple supply changes, used multiple daily injections to control glucose during the interruption, cleaned the chamber, performed a dry run, replaced all supplies, confirmed drops, and resumed insulin delivery, with lot numbers provided for the connector, cartridge, and continuous glucose data source. Symptoms included hyperglycemia with a reported glucose of 181 mg/dl. Outcomes included stabilization of blood glucose after resuming therapy and receipt of travel guidance regarding security screening. Investigation included customer troubleshooting with chamber cleaning, priming verification, and confirmation of insulin drops following full supply replacement. Investigation of this case revealed a leaking cartridge with insulin observed in the pump chamber that resolved after replacing all supplies, consistent with a cartridge or connection leak affecting delivery and priming. It was concluded, based on previously established findings for similar reports, that the cause was a supply-side leak associated with the cartridge or connector that impeded priming and delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.